Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 12.6mm vticm5_12.6 implantable collamer lens -10.50/+1.0/177 (sphere/cylinder/axis), from the patient`s left eye (os). Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.50/+1.0/177 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to patient experienced a refractive surprise. The lens was repositioned on (B)(6) 2024, but the problem was not resolved, so the lens was removed. The lens was replaced on (B)(6) 2024, for a different model but same length lens and the problem was resolved. The symptoms of ghosting and blurry vision were gone. No significant residual refractive error and patient was happy with vision. The cause of the event was patient-related factor; the device did not fail to perform as intended. Claim # (B)(4).